Event description:
It was reported that post op of a laparoscopic appendectomy outpatient procedure the patient returned back to the hospital the same day with unknown symptoms and was readmitted. When the surgeon observed the original surgery site there was leaking at the staple line and they could not see if the staple line was complete. It is unknown how much bleeding occurred and how they completed the surgery. The patient was held over the weekend for observance and not released until (B)(6) 2011 to go home in stable condition. They surgeon reported that in the original procedure earlier that day he had used all white reloads and on the second firing he heard a crunch noise and the reload had fired a partial fire. He used a third white reload which was difficult to fire and then requested a new like device to complete the procedure. When the patient was originally released there were no complications at that time. Device was discarded.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. Additional information has been requested, a supplemental report will be sent upon receipt of further detail.